Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the device would show "speaker fault" when the customer has turned on the device and no beep was heard. The device was not in clinical use at the time the issue was discovered. There was no adverse event or harm reported.

Manufacturer narrative:
A philips remote service engineer (rse) worked with the customer biomedical engineer (biomed). The problem arises whether the device is paired with the host monitor or not, and this device is occasionally used in transport mode. The device was restarted, but the problem persisted. The rse recommended replacing the speaker, and a replacement speaker was sent to the customer. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).